Manufacturer narrative:
This report is submitted on june 09, 2017, (B)(4).

Event description:
Per the clinic, the patient underwent revision surgery to place an internal magnet on (B)(6) 2017, subsequent to losing the abutment.